Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The mesh eroded in the vagina on three occasions which required additional surgery. The patient also experienced chronic pain, sensitivity to plasters and IV covers, pudendal nerve damage, increased number of urinary tract infections, dyspareunia and pain when walking. Additional information will be requested.